Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the patient experiencing blurred vision. The iol was replaced with a different model lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).